Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. While using the product, the tip of the device became stuck inside the blood vessel. Although there was resistance during removal, it was pulled out as is, and the tip of the device was found to have elongated. Appearance: when the appearance of the actual product was observed, stretching was observed within the range from 2.7 cm to 53.3 cm from the tip. In addition, damage to the tip, extensive folding, crushing, and deformation were observed. The tip end of the actual product was found to be damaged. Folding: one place - 0.1 cm. Crushing: 11 places - 3.8 cm, 6.7 cm, 7.4 cm, 8.2 cm, 16.1 cm, 17.4 cm, 19.1 cm, 21.1 cm, 24.5 cm, 26.5 cm, 32.5 cm. Deformation: 5 places - 3.2 cm, 10.3 cm, 21.4 cm, 24.2 cm, 25.1 cm. Lubricity test: we measured the lubricity of the actual product using the following method to inspect for the possibility of decreased lubricity and the occurrence of removal resistance. Sample: actual product - s-shaped test jig qa-039. Method: insert the actual product into the s-shaped test jig and inspect the number of curves that the tip passes. Criteria: the tip passes through 6 or more curves. Result: when the actual product was inserted into the s-shaped test jig, the tip of the actual product passed the 9th curve, and no abnormality in lubricity was observed. Dimension measurement: the outer diameter of the actual product was measured to check for the following possibilities. Total length: measured to inspect whether stretching has occurred on the actual product. Inner and outer diameter: measured to check for any abnormality that may cause deformation of the tube in the catheter, such as thin resin. Results: the total length of the actual product, the major and minor diameters at 0.1 cm, 3.2 cm, 3.8 cm, 6.7 cm, 7.4 cm, 8.2 cm, 19.1 cm, 21.1 cm, 24.5 cm, and 32.5 cm from the tip, the minor diameters at 10.3 cm, 16.1 cm, 17.4 cm, and 26.5 cm from the tip, and the outer diameters at 2.7 cm, 24.2 cm, 25.1 cm, and 53.3 cm from the tip were outside the standard values of our company. In addition, the tip of the actual product, the proximal inner and outer diameters, the major diameters at 10.3 cm, 16.1 cm, 17.4 cm, and 26.5 cm from the tip, and the outer diameters at 13.6 cm and 21.4 cm from the tip were within the standard values of our company. For our product zizai, we conduct visual inspections and dimension measurements on a random sampling basis for each manufacturing lot. Additionally, during the manufacturing process, we perform a 100% visual inspection prior to assembly into the holder. Upon reviewing the manufacturing records for the actual product lot "250701840," no abnormalities were found in the results of each inspection, and no abnormalities were identified that could potentially cause deformations such as catheter folding, stretching or crushing. When the appearance of the actual product was observed, stretching was observed within the range from 2.7 cm to 53.3 cm from the tip. In addition, damage to the tip, extensive folding, crushing, and deformation were observed. When a lubricity test was performed, the tip of the actual product passed the 9th curve, and no abnormality in lubricity was observed. The measurement of dimensions showed the total length of the actual product, the major and minor diameters at 0.1 cm, 3.2 cm, 3.8 cm, 6.7 cm, 7.4 cm, 8.2 cm, 19.1 cm, 21.1 cm, 24.5 cm, and 32.5 cm from the tip, the minor diameters at 10.3 cm, 16.1 cm, 17.4 cm, and 26.5 cm from the tip, and the outer diameters at 2.7 cm, 24.2 cm, 25.1 cm, and 53.3 cm from the tip were outside the standard values of our company. In addition, the tip of the actual product, the proximal inner and outer diameters, the major diameters at 10.3 cm, 16.1 cm, 17.4 cm, and 26.5 cm from the tip, and the outer diameters at 13.6 cm and 21.4 cm from the tip were within the standard values of our company. The inspection of manufacturing records revealed no abnormalities that could potentially cause deformations such as catheter folding, stretching or crushing. Based on the above results, it was considered possible that the stretching elongation that occurred in the actual product was caused by the following factors. It may have occurred during removal operation performed while the combination guide wire was stuck due to narrowing of the lumen caused by folding or crushing of the actual product. It may have occurred during removal operation performed while the actual product was stuck within the vessel due to an increase in the outer diameter (major diameter) caused by folding or crushing of the actual product. It may have been caused by a combination of these factors. Furthermore, since no abnormalities were found in the manufacturing records, it was considered possible that the deformations including catheter folding, stretching and crushing observed in the actual product occurred during use after shipment from our company.

Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E1: initial reporter name: requested, not provided. G4: 510k: n/a. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo medical corporation received the reported information. During use of the device the tip became stuck inside the blood vessel. Although there was resistance during removal, it was pulled out, and the tip of the device was found to have elongated.